Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. There was no device available for return for evaluation as the screw was discarded at the user facility. Following investigation, it is considered that placing the snap ring at an angle to the retaining groove in the plate, may be partly responsible for this issue. This issue is addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure using the tether anterior cervical fixation system the snap-fit retaining ring locking mechanism broke on the tether variable screw. The screw was removed and discarded in the operating room. The surgery was completed with no adverse outcome for the patient.